Manufacturer narrative:
Visual inspection of the returned complaint flex device (aveta flex disposable resecting device) indicated that the device tip appears to be intact, and no part of the flex tip was found to be missing or broken. The rotator through the plastic crown was rotated both in clockwise and anti-clockwise directions manually, no issues were observed. The resecting teeth were able to move freely in both directions for complete 360° rotation. The returned flex device is fully functional and performs as intended. The reported complaint of flex tip broken was not confirmed. It is possible that during resection, the tip of the flex was not completely outside of the hysteroscope working channel, causing the flex tip to catch and break a piece of the hysteroscope tip working channel during resection. The physician stated that they used graspers to remove the lose metal piece from the uterine cavity. The hysteroscope used during the procedure was not returned, therefore, the root cause of the piece of the tip broken during procedure could not identified or confirmed. All aveta resecting devices and hysteroscopes are 100% inspected prior to release for distribution. Lot history record for flex was reviewed and devices met all applicable specifications at the time of release. The aveta system user manual- instructions for use, IFU-200-1202 rev o provides instruction for correct positioning of the resecting device during resection, "important: always visualize full cutting window before activating resection. Do not activate cutting tip unless cutting window is fully extended from hysteroscope working channel."

Event description:
On (B)(6) 2023, the doctor treated a patient who had several fibroids inside of the uterus that were quite hard. Everything was going fine, and the doctor resected all that they could. Doctor stopped resecting and took the scope (aveta hysteroscope) and the flex (aveta flex disposable resecting device) out of the patient. The doctor wanted to go back in and get one last look at the cavity, so they went back in with only the scope. At this point, the doctor noticed that the oscillating part of the blade was resting on a part of the area that they just resected. The doctor then took the graspers and was able to remove the part of the blade that broke off without harming the patient. Doctor did state that they were able to get what they wanted with the flex before it broke, and that there was no patient harm during this event.